Event description:
It was reported that during a procedure, the camera connected as expected at the hardware connect stage. During calibration, an error appeared stating there was an issue with the camera's infrared lens. The case was aborted and procedure was converted to manual. The investigation found there was an illuminator hardware fault in the camera.

Manufacturer narrative:
H3, h6: the device was intended for use in treatment and was returned for investigation. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports. The surgical system user's manual released at the time of the complaint provides solution for camera infrared error. This is an identified failure mode within the risk assessment. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly". The illuminator leds on the camera can go bad over time and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. The malfunction is most probably due to supplier / raw material fault.